Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeling of the adhesive around the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the suggested phenomenon was confirmed; however, a definitive root cause cannot be determined olympus will continue to monitor field performance for this device.